Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01288. This report is being submitted as additional information. The referenced previously reported driveline issue was reported under medwatch MFR report # 2916596-2017-03118. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. Device analysis (additional information): the evaluation of the returned pump confirmed internal percutaneous lead wire damage that could have contributed to the reported event. The pump was returned assembled with the percutaneous lead (lead) cut approximately 4 inches from the pump housing and the distal portion of the lead was returned in three segments; approximately 22.5 inches of the distal portion of the lead was returned, 3 inches of the internal portion of the lead, and approximately 32 inches of the distal portion of the lead was returned via pump exchange. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft was returned attached to the outflow elbow, which was connected to the pumps outlet port. The sealed outflow graft bend relief was returned over the outflow graft, but was not attached. Evaluation of the outflow graft and elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. However, breaches of the yellow, orange, and black wires were found approximately 3 inches from the proximal end of the percutaneous lead repair. Additionally, the brown wire broke off 3 inches away from the severed end of the lead (32 inches). High-potential testing failed due to confirmed breaches in the yellow, orange, and black wires. Function could have been interrupted if any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, resulting in short to ground. The function also could have been compromised from a phase to phase short if the exposed conductors from any two wires made direct contact or simultaneous contact with the braided shield. The inner conductor breakdown of the brown wire could have caused the driveline fault alarms captured on the submitted system controller log files. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during routine outpatient management, the system controller log files were downloaded and entries were noted where the pump was not able to keep the set speed. The patient was asymptomatic. The patient was previously provided with a non-grounded patient cable for use with the power module due to known driveline issues. The system controller was exchanged and driveline fault alarms re-occurred. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed; however, system controller log files again showed unexpected behavior of one of the phases, along with new driveline fault alarms. The pump was subsequently exchanged on (B)(6) 2018. No additional information was provided.